Event description:
A customer reported a malfunction on their pump, noting it was the second occurrence of the same malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur.